Event description:
It was reported that the urine seemed to be staying in the tubing instead of going into the leg bag. The bd representative discussed vapor lock with the patient, and they thought this was the issue and suggested they try exercising the bag before use. Per follow-up via phone on 25-jul-2022, patient received the bard® dispoz-a-bag® leg bags following surgery at the hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine seemed to be staying in the tubing instead of going into the leg bag. The bd representative discussed vapor lock with the patient, and they thought this was the issue and suggested they try exercising the bag before use. Per follow-up via phone on 25jul2022 , patient received the bard® dispoz-a-bag® leg bags following surgery at the hospital.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "obstruction in tube/ kinked tubing/ wrong tubing dimensions". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned